Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of 2 vapr hook electrodes broke off into the patient's joint space; on one of the devices the "hook" portion broke away, and on the other, the ceramic at the base of the hook broke away. All of the fragments were removed from the patient's body and the repair was concluded successfully without further issue or harm to the patient. Our affiliate reports that the devices were being used with max output from the generator. Also see associated MDR 1221934-2011-00274.

Manufacturer narrative:
Mitek received 2 devices: 2 hook electrodes which were visually evaluated; both with the naked eye and under power. Both devices have sustained damage at their distal ends: one of the devices has the "hook" portion bent and deformed to a degree, also some of the ceramic material in which the "hook" is embedded is missing (broken away); for the other complaint device, most of the "hook" is missing (broken away), and the ceramic is in the same condition as the 1st device (some ceramic broken away). A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The condition of the devices is highly indicative that the devices were not used in accordance with the IFU; we attribute the devices condition to user technique, the most plausible hypothesis is that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of the above hypothesis and consideration, no other root cause for the device failure can be discerned. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.